Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain and a dislocated meniscal bearing. The meniscal bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. "

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported on a previous medwatch.